Event description:
It was reported to boston scientific corporation that a resolution clip device was used during a colonoscopy procedure. According to the complainant, during the procedure, "the resolution clip misfired while in the patient". It is not currently known if this reflects a failure of the clip assembly to release from the delivery catheter scenario. No patient complications resulted from this event. The patient's condition at the conclusion of the procedure was reported to be fine. Attempts to obtain more complete information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4): the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.